Manufacturer narrative:
Concomitant medical products: dtba1q1 crt-d; implanted on (B)(6) 2017, 459888, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited under-sensing during atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.